Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed tear through the patch resulting in inner lumen deflation. Updates made to sections b5, d9, g3, g6, h2, h3, h6, h10.

Event description:
Alleged deflation.